Event description:
Patient reported that they had tooth decay and required an extraction of their back right lower molar, they developed tmj symptoms with use of the aligners. They had to stop aligner use and do manual therapy techniques, they are a licensed physical therapist. They were also seen by their doctor who found multiple areas of recession due to aligner use. At check in patient marked true to discomfort, pain, inflammation, gingivitis, compromised implant, jaw discomfort, sensitivity, crown, and recent dental work.this is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.